Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
According to the customer: "connection port, where you connect the needle line with the streamline, if you don't twist them hard, they don't connect properly and cause leaking. Also, if you barely touch them to loosen them, they break".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A total of thirty-two samples were submitted to the manufacturer for evaluation. Thirteen representative samples underwent visual inspection, during which no defects or abnormalities were identified. A subset of samples was subsequently subjected to leakage and luer taper testing, and four of these samples did not meet the required performance criteria. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.